Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No specific patient info, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical use. During testing at the user facility, a s321 (motor error-pmc, left) malfunction alarm code was noted in the device history log. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.